Event description:
It was reported that the device was leaking from the tank and the display was broken. No patient injury or involvement was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4).. UDI was unknown. No product information has been provided to date. The original device history record (DHR) review is no longer applicable as device was manufactured in 1995. No previous service records were found a product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in poor condition with a cracked reservoir cover and damaged display. During functional testing using the reported issue was duplicated. The root cause of the problem could not be determined. No action will be taken as the device will be scrapped due to age.